Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. No patient involvement. Several attempts to locate this device have been unsuccessful.

Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. The device is expected to be returned for analysis. No patient involvement. Additional information was received confirming the code 1003 was triggered due to cold weather storage of device. The code 1003 cleared from device. There were no other concerning codes or resets. It was determined the pacemaker is operating normally and was cleared for implant. This device was implanted, and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.